Manufacturer narrative:
(B)(4) was used since there was no code available for unusual device pacing issue.

Event description:
It was reported that the device in the box prior to implant was displaying unusual pacing behavior. Initially, the device did not pace at the programmed level, but started pacing adequately after the device was shook. The rep did not feel comfortable implanting the device and therefore the device was not used.